Event description:
It was reported that the patient with this pacemaker reported that their communicator was not working and displayed implanted device not found. Review showed recent average no radio frequency (rf), and the home environment was considered an unlikely cause. The patient was advised to work with their clinic to verify rf settings in the implanted device. Although the device battery estimate was approximately 4.5 years remaining, a low loaded battery voltage measurement obtained shortly after patch installation confirmed a true positive rf disablement. Minute ventilation (mv) oversensing was present in the past. Technical services recommended device replacement as soon as possible. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.